Manufacturer narrative:
Concomitant products: patient medications - aspirin; hyzaar; citrucel; vitamin b complex; nicoderm cq; zocar; ultram. According to the gore® tag® thoracic endoprosthesis instructions for use, the IFU warns that potential device or procedure related adverse events include aneurysm enlargement.

Event description:
On (B)(6) 2014, the patient was implanted with a conformable gore tag thoracic endoprosthesis. It was reported that on (B)(6) 2015, the device was explanted. Patient had evar for a aaa repair (type of device unknown) followed by extension with a ctag for a modular disconnect of the proximal extension. The patient has a tear at his bifurcation and a type 4 endoleak with an aneurysm growth of 1cm in the last three months to 7.7 cm from 6.8 cm. The patient has had three previous attempts at endovascular repair, the physician has determined an open repair is necessary.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, the patient was implanted with a conformable gore&#59412;tag&#59412;thoracic endoprosthesis(tgu404010/12287741). It was reported that on (B)(6) 2015, the device was explanted.